Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result when testing one patient with coaguchek xs meter serial number (B)(4). The customer alleged that there may have been an issue with two other unknown meters, but the customer could not provide any further information. A sample from the patient was tested with the siemens innovin laboratory method on(B)(6) 2017 and resulted as 4.1 inr. On (B)(6) 2017, a sample from the patient was was tested on the meter and the result was 2.0 inr. Based on the meter result, a sample was from the patient was collected less than 45 minutes later and tested with the siemens innovin laboratory method. The laboratory result was 3.6 inr. No adverse events were alleged to have occurred with the patient. It was unknown if the patient was treated or if treatment was changed based on the meter result. The customer did not know if the meter had been cleaned. The customer did not know if a new fingerstick was used to obtained the sample used for the meter measurement. The patient is not anemic or polycythemic. The patient does not have known antiphospholipid antibodies. The patient is not on heparin or taking direct thrombin inhibitors. It is not known if the patient had any medication changes, dietary changes, or no reported illnesses. The patient had no visible or known symptoms. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
No product was returned for investigation, so no further investigation was possible. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.